Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked, further reported as a "leak from the white twist clamp". This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with naked eye noted a broken occluder feet. Functional testing, including leak testing, clear passage testing and clamp function testing were performed; testing revealed a leak through the set due to the broken occluder feet. The reported condition was verified. The cause of the condition was due to the broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.